Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, that the at/af episodes stored looked like atrial noise. The noise was not reproducible with arm movements and pocket pressure, and the lead impedance, sensing and threshold were all normal. The lead was reprogrammed. The patient was stable.